Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014. When the reservoir was removed from the box there was cut in the packaging. There were no adverse patient consequences. Device was not used on patient.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.